Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 13-mar-2020.

Event description:
The customer reported turbine noise. The service technician confirmed the reported issue and indicated the turbine is noisy when the ventilator is working. The device did have patient involvement at the time the issue was discovered, however, there was no patient or user harm reported. The service technician adjusted the turbine to resolve the reported issue and the device is fully functional.

Manufacturer narrative:
G4: 30mar2020, b4: 31mar2020. H10: submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.